Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are getting an error message on their controller that says settings not available, cannot provide your desired intensity settings. Agent asked the patient if they have tried switching between groups to see if they still get the message and patient stated no, but they can turn the stimulation up and down in group a and c. Patient mentioned that they only use group b and have not been implanted that long. Patient reported that they turn the stimulation down at night because when they lay down they get the stronger vibrations. Patient stated that then in the mornings they turn the stim up and it won't work today. Agent reviewed that the patient can try using groups a and c and offered to send an email to the field. Patient mentioned that they have an appointment with their doctor on friday and asked if the manufacturer representative (rep) would assist them there; agent reviewed role of rep. Patient requested that the agent send an email to the field; agent sent email. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the rep. Rep reported high impedance and loss of stimulation. Rep noted that patient reports on (B)(6) 2024 they woke up and went to adjust their stim and were unable to increase the stimulation. Patient kept getting ¿desired settings are not available¿ on the remote. Rep reported patient called to come in for a reprogramming and upon interrogation the connectivity screen showed that the #3 electrode was red. Rep then checked impedances which also showed ¿do not use¿ on the #3 electrode. When rep changed reference electrodes on either lead the #3 electrode still read an impedance of 40,000. Rep noted that patient's favorite group was group b which unfortunately was programmed right on the #3 electrode, which is why patient couldn¿t adjust or feel any stimulation, which resulted in patient pain relief dropping from 60-80% to 10-20% after this occurred. Patient denies any trauma or falls that could have possibly led to this. The cause of the issue was unknown. Rep reported they were able to reprogram patient off of the #3 electrode and patient was able to feel stimulation where their chronic pain is. Rep reported the issue is ongoing. Field rep reported they would follow-up with any new information.